Event description:
It was reported that foreign matter occurred during use with a pn 31x8 france 100bx. The following information was provided by the initial reporter, "needle dirty".

Manufacturer narrative:
H.6. Investigation: one photo of an opened 31g x 8mm pen needle sample was returned from lot. No. 8311964, cat. No. 325108. Visual examination of the returned photo was carried out and black foreign matter on the inside of the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photo and the fact that no sample was returned no further investigation can be carried out. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that foreign matter occurred during use with a pn 31x8 france 100bx. The following information was provided by the initial reporter, "needle dirty".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a pn 31x8 france 100bx. The following information was provided by the initial reporter, "needle dirty".